Event description:
Olympus was notified via a medwatch report form that a patient sustained perforation of the bowel during a colonoscopy procedure. The hospital stated that numerous diverticulum were noted during the procedure making scope advancement difficult. Surgery was performed to repair the perforation.